Manufacturer narrative:
(B)(4). The device remains in use supporting the patient. A correlation between the device and the reported bleeding could not be conclusively determined. The instructions for use list bleeding as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient experienced gastrointestinal (gi) bleeding (B)(6) 2015. The patient was transfused with 3 units of packed red blood cells. Unspecified changes to the patient's medication regimen were made and the patient's gi bleeding reportedly resolved on (B)(6) 2015.